Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 2.

Event description:
Fragment found in the patients eye after incision, fragment removed. No consequence to the patient.